Event description:
It was reported that the right atrial lead exhibited low impedance, noise, and an insulation anomaly. The lead was explanted and replaced. The patient was in normal condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.